Event description:
It was found during investigation that the pump has a defective air in line sensor. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) and the service history records were reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, downstream occlusion (dso) seal was delaminated, battery compartment was damaged, air detector was dented. The probable cause of the reported problem is unknown. Replaced top and bottom case, front and rear piezo, power switch, keypad membrane, and rear label. The device passed all functional tests after the repair.